Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully.